Manufacturer narrative:
Multiple attempts have been made to try to retrieve further information with no customer response.

Event description:
The customer reported that an 840 ventilator was inoperable. Patient involvement is unknown. Covidien was not authorized to repair the unit. The customer reported to have replaced the graphic user interface (gui) pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.